Manufacturer narrative:
The patient's weight was estimated from most recent provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had multiple low voltage alarms while on mobile power unit, batteries, patient cable, and power module. There were also power cable disconnect alarms. The patient's controller displayed a black power cord disconnection before the alarm turned to a low voltage. Cleaning the equipment did not resolve the alarms. There was no obvious damage observed. It was recommended to exchange the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected low voltage/power cable disconnected alarm was confirmed with the returned system controller (serial # (B)(6)). The returned system controller was connected to laboratory equipment with an active power cable disconnected alarm. Both power cables were confirmed to be connected and was noted the black power cable led icon was flashing. The log file retrieved from the returned device captured data consistent with the active alarm. Further evaluation confirmed findings of compromised underlying wires including a severed/damaged battery fuel gauge wire related to the reported alarms. The compromised underlying wires appears to be related to the repetitive flexing of the power cables during use. The black power cable was dissected, which revealed an additional finding of a fluid ingress issue . Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6)2020. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use , ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.